Event description:
Discordant, falsely elevated sodium (na) results were obtained on seven patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens customer service engineer (cse) contacted the customer site. The cse instructed the customer to replace the sample diluent syringe and sensor. The customer ran diluent check and quality controls, and results were within range. The cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.